Manufacturer narrative:
The package insert states "migration, bending, fracture or loosening of the implant" are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The lot number and part number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The doctor reported a revision as a result of a screw backing out. The surgeon removed only the screw in his office and left the remaining screws and plates implanted. The screw was removed at the patients request as it was stated the screw was felt by the patient. The surgeon did not replace the explanted screw.

Manufacturer narrative:
The complaint that the screws backed out and became palpable cannot be verified. The most likely underlying cause of this complaint cannot be determined. The afmea lists potential causes as: locking threads stripped during insertion and screw inserted off-axis. It is also not known if the screw was fully seated into the plate as described in the surgical procedure. Additionally, there was no information provided by the surgeon about the type and location of the sternal plate that was used in this case. In the absence of postoperative images/x-rays or any information from the surgeon, it cannot be confirmed if the screw was placed into the sternal bone per the IFU. Because of these reasons, the root cause in this case cannot be determined. There are no indications of manufacturing defects. (B)(4).

Manufacturer narrative:
It was thought that one screw was explanted, however three screws were explanted and returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Upon receipt of the screws for evaluation a second part number was identified, see report 1032347-2016-00003.